Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg is inoperable. The patient is not interested in replacing the ipg at this time.

Manufacturer narrative:
Date of the event is estimated.